Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported patient shows evidence of fluid at the insertion point of the PICC line, infusion is immediately suspended and the venous vascular access program is informed. The nurse assistant removes the PICC line, causing it to rupture at cm 20.5. Patient is channeled and alarm signs are given. No other information was provided.